Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the flow sensor and diaphragm were faulty. The fsr connected a test circuit, flow sensor, and diaphragm to the ventilator and the issue was resolved. The fsr performed the operational verification procedure (ovp) and the device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator was auto cycling and displaying a "circuit disconnect" alarm. There was no patient involvement associated with this issue.